Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. No issue was identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they ran into a wall and now they have had constant pain which intensifies when lifting their arm. It started off itching, burning, and stinging, then became a constant ache. The implantable cardioverter defibrillator (ICD) had migrated laterally, causing the patient much discomfort and pocket pain. The device was explanted and replaced with a new device which was placed further medially and sub-muscularly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.